Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that a power source alert occurred after plugging the pump into a computer. The power source alert had not reoccurred after charging the pump. Customer's blood glucose level was 109 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The allegation of pump shutting off unexpectedly was confirmed, however the battery charging issue was not confirmed.